Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and there teflon pad was inspected and found approximately 50% of the teflon pad lifted from the jaw exposing metal. The device was attached to a test usg-400/esg-400 and a ¿short circuit¿ error was observed when the seal/cut function was activated. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed during gastric sleeve procedure, while the doctor was performing seal and cut the teflon pad on the grasping section of the device separated from the tip without exposing metal. It was reported that no device fragment fell inside the patient. There was no bleeding reported. There was no medical or surgical intervention required. Short circuit errors were observed on the generator. The device was inspected prior to use and no abnormalities were found. The intended procedure was completed with another thunderbeat device. There was no patient injury reported.